Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with injection amikacin (250mg, route, frequency, and duration not reported) and injection reflin (500mg, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapies was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was recovered from the event of peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.